Manufacturer narrative:
Manufacturer entity d3 corrected to s.e.r.f societe detudes recherche fabrication. Reported event: an event regarding infection involving an unknown bi-mentum liner was reported. Conclusions: the reported device is an serf product. Written acknowledgement from serf that an investigation has been initiated at the site was received and has been captured within serf complaint ref # (B)(4).

Event description:
Patient was revised due to infection.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient was revised due to infection.